Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had foreign material exiting from the channel (including auxiliary water channel). The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Correction to b5: the foreign material was lodged in the forceps channel and was not exiting the channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, the foreign material was sponge-like and originated from a disposable forceps plug. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.